Event description:
It was reported that during an unknown procedure, the metal piece inside the jaw came out when changing reloads. The piece is included in the return. The procedure was completed using same like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.